Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cap of a homechoice low recirculation volume apd set with cassette was removed (detached). This was identified before set up for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. .

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection. The line cap came off the patient line luer connector. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is due to additional handling during pasting of the additional label on the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.should additional relevant information become available, a supplemental report will be submitted.